Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation findings), e1 (initila rep mae and email), e2, e3, e4, d5, g2.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h6(type of investigation, investigation findings,conclusion),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse verified that no pressure reading were populating from the pump. After further investigation it was found that pneumatic interface board was not fully connected to the back plane board, causing this failure. After reseating the connections pressures populating as needed. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) did not show pressure readings. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.